Manufacturer narrative:
UDI for rlt281414 gore® excluder® trunk-ipsilateral leg component: (B)(4). UDI for pla280300 gore® excluder® aortic extender component: (B)(4). Code 213 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. The devices were explanted and discarded at the facility. Therefore, no engineering evaluation was performed.

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Final angiography showed a small type ia endoleak and a pla280300 aortic extender component was therefore implanted. However, subsequent angiography imaging showed the extender component to overstent the right renal artery. As a reason for the overstenting, it was stated that the patient was under regional anesthesia and had moved at the very moment of device deployment. To remedy the situation, the physician elected to convert the patient to open surgery. The inner aorta showed significant calcified plaque at the proximal neck and it was assumed this caused the poor seal resulting in a proximal type I endoleak. During the conversion procedure, both the pla aortic extender component as well as the rlt281414 trunk-ipsilateral leg component were explanted. Both contralateral leg components remained in the patient to be sutured to a bifurcated polyester graft at both ends and to the infrarenal aorta at the other end, acting as an interposition graft. The patient tolerated the procedure and was not reported to have suffered subsequent renal damage.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation.